Manufacturer narrative:
H10: of the 2 devices, 2 lot numbers were provided. The lot history review was performed for both the malfunctions. Of the 2 reported malfunctions, devices were not returned for evaluation. Of the reported 2 malfunctions, for 1 malfunctions the device code has been changed to a1409 - obstruction of flow. The investigation is inconclusive for both the malfunctions. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 5608062 implantable port allegedly experienced obstruction of flow. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. One patient was reported to be a 57 year old male weighing 210 lbs and the age, weight and gender of the other patient was not provided.

Manufacturer narrative:
Of the 2 devices, 2 lot numbers were provided. The lot history reviews was performed for one malfunction and lot history review will be performed for another malfunction. Of the 2 reported malfunctions, devices were not returned for evaluation. The investigation is inconclusive for both malfunctions. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model 5608062 implantable port allegedly experienced obstruction of flow. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The (B)(6) old male patient was (B)(6). The age, weight and gender were not provided for another patient.